Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported one of the deployment wires broke during the implantation of the sensor on (B)(6) 2018. The wire was removed. The sensor was implanted and calibrated appropriately. The patient is in stable condition.